Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c and g codes.

Event description:
It was reported that during setup for a sacrocolpopexy procedure on a da vinci 5 system, the system powered up with an ergonomics error 23062, prompting the customer to disable the ergonomics to continue. The customer confirmed there were no obstructions impeding the ergonomics at power up and performed a hard reboot on the console with no change. Technical support completed all troubleshooting steps and the customer was unsure how they planned to proceed at that time. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the viewer with an incorrect revision, then reinstalled the original viewer and successfully performed programming and recalibration. The engineer was able to perform system verification with no errors, and no part replacement was required. The system was inspected, tested, and verified as ready for use following the service intervention.